Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced severe and debilitating pain, mesh erosion, exposure/extrusion/protrusion, abnormal bleeding and pain with sexual intercourse. The patient also suffered severe/debilitating injuries, serious bodily injury, mental and physical pain/suffering and continues to suffer serious bodily injury/harm; including additional surgery for the partial removal of the device which resulted in hospitalization and complications. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.